Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately; the complaint could not be confirmed or duplicated. During investigation, evidence of contamination was found under all key contacts.

Event description:
On (B)(6) 2012 the patient contacted animas alleging that the down arrow keypad button and the audio bolus button have been intermittently unresponsive for the past year. The patient stated that the pump is exposed to pool water during the summertime but denied any moisture in the pump. The patient reportedly wears the pump under clothing and does not clean the pump. There is no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad issue remains unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.